Event description:
Initial troponin t result 0.080 ng/ml. Same sample repeated twice gave result of 0.010 ng/ml each time. The initial result was reported, patient not adversely affected. The field service rep determined there was electrical noise interference.